Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records. As noted in the impella IFU: section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ impella cp with smart assist system-section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury¿ (including ventricular perforation).

Event description:
The user facility reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support and experienced bleeding, atrial fibrillation, limb ischemia and subsequently expired the impella cp procedure was completed, and the patient was prepared for transport to the unit when bleeding occurred requiring the patient to be reopened. The bleeder was found, and artery repaired. The patient was transported to the unit. It was noted the patient had received 12 units of blood in the operating room and addition units in the intensive care unit. Patient remained in guarded condition; patient was in atrial fibrillation rhythm. Next day, the patient did not thrive throughout the morning, was maxed out on pressors and inotropes, and developed a cold leg on the impella side. Mean arterial pressure could only be maintained in the low 50s. The decision was made by physician and family to make patient comfort measures only, care was withdrawn and patient expired. Medical safety review of the event noted there is not enough evidence to exclude impella as an associated factor in the patient's demise.